Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The reported malfunction could not be duplicated.

Event description:
It was reported that when a ventilator was turned on, the touch screen was blue and it did not go to the ventilation screen. There was no patient involvement.